Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached after day 8 of wear. The customer self-administered insulin and was then unable to monitor their blood glucose. The customer experienced sweatiness and shakiness and was unable to treat themselves. The customer received unspecified treatment by an hcp for hypoglycemia. There was no report of death or permanent injury associated with this event.